Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The case proceeded nominally and the femur, then the tibia was burred. There was no red or green on the tibia ¿post burr¿ ¿ all white. When the surgeon trialed the size 5 lm tibial trial, there was a visible, approx. 1 mm gap at the mid to anterior medial portion of the medial tibia. We performed standard troubleshooting: mako robotic arm passed, tibial checkpoint passed. We walked the tibial implant and the CT view showed slightly deep (approx. 1 mm) based off the green probe in the base of the tibial tray - but still within system spec. Throughout the procedure, dr. (B)(6) noted that the patient had very hard bone. After removing the tibial trial, dr. (B)(6) noted a slight ¿high spot¿ running midline (from posterior to anterior) on the burred surfaced. We brought the mako back in to burr more tibia (no software adjustments were made) and more bone was removed while the screen remained essentially ¿white¿. After ¿re-burring¿ dr. (B)(6) was happier with the tibial trial fit. He then ¿cleaned it up a little with the rasp¿ and was happy with the outcome. Pka case delayed 25 minutes. Logs were shared in the complaints¿ folder. Filename: (B)(6) dr. (B)(6) had to reburr tibia.

Event description:
The case proceeded nominally and the femur, then the tibia was burred. There was no red or green on the tibia ¿post burr¿ ¿ all white. When the surgeon trialed the size 5 lm tibial trial, there was a visible, approx. 1mm gap at the mid to anterior medial portion of the medial tibia. We performed standard troubleshooting: mako robotic arm passed, tibial checkpoint passed. We walked the tibial implant and the CT view showed slightly deep (approx. 1mm) based off the green probe in the base of the tibial tray - but still within system spec. Throughout the procedure, dr. (B)(6) noted that the patient had very hard bone. After removing the tibial trial, dr. (B)(6) noted a slight ¿high spot¿ running midline (from posterior to anterior) on the burred surfaced. We brought the mako back in to burr more tibia (no software adjustments were made) and more bone was removed while the screen remained essentially ¿white¿. After ¿re-burring¿ dr. (B)(6) was happier with the tibial trial fit. He then ¿cleaned it up a little with the rasp¿ and was happy with the outcome. Pka case delayed 25 minutes. Logs were shared in the complaints¿ folder. Filename: (B)(4). Dr. (B)(6) had to reburr tibia.

Manufacturer narrative:
Reported event: an event regarding tibial trial not fitting involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 588 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding tibial trial not fitting. There was one other reported event for the listed catalog number (B)(4). Conclusion: this system was functioning within its specifications as evidenced by pre-surgery checks and interoperative safety accuracy checks. The mako system accuracy may have been altered by failure of the user to lower the robotic arm during robot registration. The user is expecting the system to perform better than its accuracy specifications. 1mm of error is within the thickness of the white layer and within the system accuracy tcp specifications of ±2mm.